Manufacturer narrative:
A ge service rep performed an onsite investigation. The system power supplies were evaluated and confirmed to be within spec. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system experienced 'control panel' errors. This issue will result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.